Event description:
On the (B)(6) 2019 the user was hit on the left side of his head with a basketball. He did not experience pain or concussion symptoms and continued to play in his basketball game. His external equipment did not fall off his ear and was not damaged. Afterwards, the recipient reported his implant "doesn't sound right" when using the sonnet or the rondo 2 audio processors. The user was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00707. For further information please refer to this report.